Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, bladder problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, prolapse, menorrhagia, cystocele and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2008 due to erosion. No additional information was provided. (B)(4) ¿urinary problems; undefined recurrence.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent partial vaginal mesh excision in the anterior vagina (mid urethral sling revision, tvt-o), and partial vaginal mesh excision in the posterior compartment (prolift) on (B)(6) 2013 by (B)(6) at (B)(6) medical center due to dyspareunia after vaginal mesh placement in the remote past, and tight anterior and posterior fibrous vaginal strictures with associated mesh status post vaginal mesh placement in the remote past.

Manufacturer narrative:
(B)(4). Dyspareunia. Bladder problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07670. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).